Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial lead "dropped" and had to be repositioned back into place. The lead remains in use and no patient complications have been reported as a result of this event.